Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml via an implantable pump. It was reported that the patient had a routine pump replacement on (B)(6) 2024 and since that time the patient has had a non-healing pump pocket site. Per the reporter, they are ruling out infection, have done cultures and they also did a pocket revision yesterday with a new pump connector attached to the catheter.